Event description:
Pace medical was notified on 09/30/2011 by (B)(6) from apcc netherlands by letter that unit had a fault.

Manufacturer narrative:
Customer reported a display error message. The device was examined for the display error message mentioned "mall" which is an impossible code for the display to produce. After much discussion it was discovered this was a translation issue from the french language and the customer meant to say "poor" sensing. Sensing tests were performed and the device appeared to function normally. Working with the ebme staff at the hosp it was uncovered that heart wires with very high impedances could cause sensing issues. The devices were recalled and waivers were applied to them. All affected serial numbers were recalled to be modified. All devices were outside the united states. Reason for complaint: device sensing circuit was modified to work better with high impedance heart wires.